Event description:
Country of complaint: (B)(6). Complaint states: in this case the outer part of the metal trocar ((B)(4)) shattered in the patient's pedicle.

Manufacturer narrative:
Manufacturing site evaluation. The instrument could possibly have been damaged prior to the surgery. The instrument could have been mechanically overloaded. (B)(4). The current failure rate is within the allowable rate of the risk analysis. The hardness has been measured and it is according to the specification.